Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The nurse states the customer's blood glucose level had been as high as 521mg/dl. The customer was treated with manual injection. The customer declined to troubleshoot for the highs. The customer was not able to troubleshoot at the time of call. The cause of the problem was unable to be determined. The customer is returning reservoir, set, and receiving replacement.